Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was exhibiting high ventricular capture. During the replacement procedure of an implantable cardiovertor defibrillator (ICD)the physician elected to implant a new rate sensing lead.